Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was failed to open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main full-height drawer 6 did not open. A field service engineer (fse) noticed missing ball bearings from the slide rail. Both slide rails were replaced to resolve the issue. The fse then opened the top cover, checked the connections in the electronics drawer, and removed dust from under the top cover. The system functioned as intended after the field service engineer repaired the device.